Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 410 mg/dl. The customer had reported symptom such as nausea and was treated with syringes and insulin. Customer's blood glucose value was 358 mg/dl at time of incident. Customer's current blood glucose value was 473 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site and insulin issues. Customer declined to check their settings. Customer assisted to perform the high pressure test and pump alarmed no delivery. Customer was explained about the 2 high blood glucose rule. Based on customer report customer does allege pump was under delivering. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.